Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with presyncopal symptoms. An x-ray confirmed the atrial lead dislodged. The lead was explanted and replaced. No adverse consequences occurred to the patient during the procedure, and the patient was in good condition post procedure.